Event description:
The patient was revised due to an instability on (B)(6) 2025. The implantation date was on (B)(6) 2025. A cup and a glenosphere were explanted. A cup, a glenosphere and a humeral spacer were implanted.

Manufacturer narrative:
The event took place outside the united states (in france) and was associated with a product that is also cleared for the market in the united states.

Manufacturer narrative:
The event took place outside the united states (in france) and was associated with a product that is also cleared for the market in the united states. Follow-up number 01: health effect, clinical code (e) correction.

Event description:
The patient was revised due to an instability on (B)(6) 2025. The implantation date was on (B)(6) 2025. A cup and a glenosphere were explanted. A cup, a glenosphere and a humeral spacer were implanted.